Event description:
Incorrect joint behavior - one-time absence of stance phase resistance: The user fell while walking because the joint suddenly no longer provided any resistance.The joint unexpectedly switched off despite showing 3 battery bars and without any audible warning signal. The patient fell three times. When weight-bearing, the joint felt unstable and "spongy."ON (b)(6)2025: The customer provided the following feedback:The issue was a sudden loss of resistance (without any warning signals).After briefly connecting the charging cable, the joint functioned normally for a few minutes, but then suddenly became freely movable again without warning.